Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, upon removal of the pod from the patient's body the sensor wire had detached and remained in the patient's skin. It was stated by the patient's father that he was able to easily remove the sensor wire without difficulty or pain. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.